Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noticed rewind impossible on the pump. It was unknown about troubleshooting was performed but issues were unresolved, customer will discontinue to use the device. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged rewind anomaly found on (B)(6) 2022. The pump passed the self test. While performing the rewind test, pump error 38 and 37 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. Looked through pump memory and found no pump error 38 or 37 in the alarm history. Successfully downloaded history files and traces using thus and pump error 37 occurred during testing on (B)(6) 2023 08:44:36.000 and pump error 38 occurred during testing on (B)(6) 2023 08:46:39.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, force sensor, home switch, and motor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay. Rewind anomaly was confirmed during testing due to pump error 38. Pump errors 37 and 38 confirmed during testing due to moisture damage on the home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.